Event description:
Caller alleged discrepant results with the inratio2 meter and lab. Results as follows: date: (B)(6) 2012; inratio inr: 1.7; lab inr: 3.2. Date: (B)(6) 2012; inratio inr: 1.6; lab inr: 3.6. The time between testing was less than 10 minutes. Therapeutic range 2.0-4.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.